Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reaction. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / page 43 living with diabetes 9 / page 108. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the customer experienced a reaction to the pod during/after wear of between 36 and 48 hours. The area was a red, swollen, itchy rash that covered her whole body. There was also swelling in her limbs and neck. She went to the emergency room and was given an epipen and benadryl, but they were not able to establish that the reaction was due to the pod.